Manufacturer narrative:
Continuation of d10: product ID a820; serial# unknown. Product type: software; product ID: hh9020tdd; serial# (B)(6). Product type section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the patient receiving intrathecal medication via an implantable pump for non-malignant pain. The patient reported that the myptm application kept crashing and it would not reset. The patient added that they tried turning it on and off but it would not reset. The patient mentioned that the issue started "for a while now" but the patient stated it would not work at all starting "yesterday". Agent walked the patient to tried connecting to myptm and patient confirmed that it was stuck at 90%. Agent walked the patient on clearing data under patient data service. The patient was then was able to successfully connect to myptm app. The troubleshooting steps resolved the issue. Agent reviewed information and advised to contact medtronic back if they need further assistance.